Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A nurse called for the customer to report a motor error alarm and a software error alarm. The customer was being hospitalized. The customer had high blood glucose levels of 400 mg/dl. The customer's parents agreed to a replacement device and was informed to return the device back for analysis.